Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the hillrom service manual, inspect the power cord for damage, twisting, and replace if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician swapped the blower to resolve the reported event. Based on this information, no further action is required.